Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not exposed to altitudes outside the labeled operating range. Customer's blood glucose level was 187 mg/dl. The cartridge was reloaded, alarm was successfully cleared, and insulin deliveries were resumed.